Event description:
It was reported that the patient's vns battery status indicator showed as 50-75% three months prior, but was showing 11-25%. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The generator was found on the list of known laser routed generators. The tablet data for the generator was reviewed by the manufacturer. The discrepancy between the diagaccumconsumed values and the battery voltages are an indication that the battery was depleting faster than expected. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient experienced an increase in seizures at the pre-vns baseline. When the patient returned to clinic, the patient's vns generator battery was at 10%, which, per the patient, was the reason he experienced an increase in seizures. The patient underwent vns replacement surgery. During attempts at product return, it was revealed that the explanted device was discarded.

Manufacturer narrative:
If explanted, give date, corrected data: follow-up report #01 inadvertently left out the explant date "(B)(4) 2018". (B)(4).

Event description:
Follow up with the physician's office revealed that it was believed the decrease in the vns generator battery put the patient at risk for breakthrough seizures. The provided diagnostics were within normal limits, but no date was provided for the diagnostics.